Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: the complaint opt944 optiflow + adult nasal cannula was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the information and photograph provided by the customer, and our knowledge of the product. Results: visual inspection of the provided photograph revealed that the tubing of the opt944 optiflow + adult nasal cannula was pulled apart and detached from the 3-way connector. The healthcare facility reported the following sequence of events: the tubing of an opt944 optiflow + adult nasal cannula was found damaged, the patient desaturated and was provided bipap therapy and later intubated. The healthcare facility confirmed that the patient had a tendency to desaturate in such a manner and so it was unlikely to have been caused by the reported damage to the cannula. It was further stated that the patient was "rushing" to the bathroom and pulled the set-up along with them when the reported event occurred. It was also reported that the blue clothing clip was not often used or was often used incorrectly. Conclusion: we are unable to determine what caused the reported event. However, based on the information provided by the healthcare facility, it was likely caused by the tubing being pulled. It is also likely that not using the blue clothing clip contributed to the reported event. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is disposed of or reprocessed. The subject opt944 optiflow + adult nasal cannula would have met the required specification at the time of production. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and states: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "attach tubing clip to clothing/bedding to prevent cannula from pulling off face." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in virginia reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during patient use. Further information received on 28 october 2021 indicated that the patient desaturated, was provided bipap therapy and was later intubated. The healthcare facility noted that the patient had a tendency to desaturate in such a manner and so it was unlikely to have been caused by the reported damage to the cannula. No further patient consequence was reported.

Manufacturer narrative:
(B)(4). The opt944 optiflow + adult nasal cannula is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in virginia reported via a fisher & paykel healthcare (f&p) field representative, that the tubing of an opt944 optiflow + adult nasal cannula was found damaged. There was no reported patient consequence.